Event description:
It was reported that patient was admitted for persistent low flow alarms lasting greater than 255 minutes. Log file analysis observed the start of low flow alarms on (B)(6) 2021 at 7:37:28. The estimated flow appeared to be below the alarm threshold of 2.5 lpm. The pump was seeing a reduction in blood volume. Additional log files were sent on 11mar2021, the site stated that patient¿s flows remained above low flow threshold throughout the day. Log files showed one low flow event at 15:09:08, however, it lasted less than 10 seconds, so there was no alarm. Otherwise, the additional log file captured routine events, there were no notable alarm conditions. Patient was then scheduled for an emergent pump exchange on the morning of (B)(6) 2021 when the flows returned to greater than 4. Log file analysis captured on (B)(6) 2021 from 3:42:58 to 7:26:46, the flow staying above the alarm threshold of 2.5 lpm. There was one occurrence of a low flow alarm at 6:54:46, due to high pi (pulsatility index) events. The event log data did show multiple pi events that were occurring on (B)(6) 2021 from 3:42:58 to 7:26:46. All pi events will cause the hm3 vad speed to drop to its low speed limit, which was set at 5900 rpm. Additional information received on (B)(6) 2021 stated that patient had spontaneous return of flow and did not need exchange. Patient was to go home that day. Log files captured several low flow events on (B)(6) 2021. Flows dropped to as low as 0.5 lpm, which could have been the result of a possible occlusion in the inflow or outflow. These alarms cleared at around 2:00 am on (B)(6) 2021 and pump parameters returned to normal. In addition, the data showed multiple pi events occurring throughout the event history (B)(6) 2021. There were no other unusual events recorded in the log file event history. The device was noted as operating as intended. Patient was asymptomatic and remained stable. Additional information received on 01apr2021 stated that the site had thought that the cause of low flow alarms was suspected pump thrombus. Low flows were resolved few hours before the patient was to receive an emergent pump exchange. Patient¿s flows remained normal, and the pump exchange was canceled. As treatment inr (international normalized ratio) goal was adjusted and were to continue to monitor the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow hazard alarms were confirmed through evaluation of the submitted log files; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. The submitted system controller event log files collectively contain approximately 5 days of data and captured sustained low flow alarms from 07:37:37 to 13:51:11 on (B)(6) 2021. The low flow alarms reportedly resolved spontaneously. The pump appeared to operate as intended at the set speed, and the report of suspected thrombus could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) states that the low flow hazard alarm will occur when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The IFU also lists thromboembolism as an adverse event and as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This IFU outlines indications of thrombus as well as how to respond to such events and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.